Event description:
Rn reported a home pt (hp) with a separation of the transfer set from the titanium adapter. The transfer set was 4 weeks old. The hp received a transfer set change and prophylactic antibiotics (ancef 500 mg and tobramycin 40mg intraperitoneally). No pt injury reported per the rn.